Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d9, h3, h6 and h10. Corrected fields: h4 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and evaluation, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was noisy due to a communication failure caused by a failure of the cable. The device evaluation found the cable failure occurred from the cable being sliced which caused water to invade. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a loose connection at the end that plugs into the processor. The picture goes in and out. The issue was found at an unspecified diagnostic procedure. There were no reports of patient or user harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.